Event description:
A physician reported a pt who was treated in the nasolabial folds and lips on 29 november 1997. On 29 november 1997 the pt developed necrosis at the nasolabial fold. The physician instructed the pt on local wound care. The pt was last seen in 05/1998; the symptoms were ongoing. The plastic surgeon proposed the exersesis of the cicatricial area, which was a short depression along the wrinkle. The physician performed a surgical operation to remove the necrosis area. The physician considered the symptoms product related.